Event description:
In 2004 - a dental implant was placed in tooth location #29. Subsequently, the pt was experiencing pain and numbness. Nine mos later - the implant was removed. In 01/2005 - the clinician was contacted. He stated "the pt continues to experience paresthesia (numbness) in the lower right jaw area.